Event description:
A customer reported a malfunction occurring after their pump was accidentally dropped from a chair while they were disrobing, causing it to catch on the infusion set before hitting the floor. The impact was not deemed significant and there was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was informed they could continue using the pump and advised to reach out if the issue reappeared.